Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. Evaluation summary: the product was not returned for analysis. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following bilateral intraocular lens (iol) implant procedures, the patient was unhappy. The patient complained of poor distance/near vision particularly in the left eye, intolerable halos and glare both eyes. There are two medical device reports associated with this patient. This report is for the left eye.